Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828806) was implanted via ventriculoperitoneal (v-p) shunt on unknown date with unknown setting. Since valve obstruction was suspected, the valve was removed and replaced on (B)(6)2023. According to information provided, it is unknown if patient had any signs and symptoms due to suspected obstruction.

Manufacturer narrative:
The certas valve (ID 828806) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 3. The valve was visually inspected, the needle guard was raised and needle hole in the needle chamber was noted. The valve was hydrated. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. The needle chamber was dismantled, the needle guard was bent, and glue traces were noted on the needle guard and the silicone base. Root cause analysis- the root cause for the, for the raised needle guard noted during the investigation is probably due to wrong handling as noted in the "IFU": do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway. A possible root cause for the issue reported by the customer, could have been due to the raised needle guard. As shown in the investigation no occlusion issues were noted, it is possible that the needle guard moved and freed the flow passage.

Event description:
N/a.